Manufacturer narrative:
Additional information was received that this device was explanted and replaced.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed code bd. Technical services (ts) was consulted and a request was made to have data from this device analyzed. Data analysis confirmed code bd was in response to a high operating current condition. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was received that this device was explanted and replaced.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed code bd. Technical services (ts) was consulted and a request was made to have data from this device analyzed. Data analysis confirmed code bd was in response to a high operating current condition. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed code bd. Technical services (ts) was consulted and a request was made to have data from this device analyzed. Data analysis confirmed code bd was in response to a high operating current condition. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.